Manufacturer narrative:
Patient identifier multiple = (B)(6). One sister is (B)(6) the other is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6r86-22 that has a similar product distributed in the us, list number 6r86-20. There was no additional patient information provided.

Event description:
The customer reported false negative sars-cov-2 igg results on two patients (sisters (B)(6)) generated on the architect analyzer. The patients presented with symptoms the end of (B)(6) 2020 which is when they had the rt-pcr test done (detects regions of the rdrp and e genes of the sars-cov-2 virus) = positive. The customer provided the following: on (B)(6) 2020 (B)(6) were positive for pcr, but on (B)(6) 2020 architect sars-cov-2 igg initial and repeat testing = <0.14s/c (<1.4s/c = negative). A third sister who did not have symptoms and was not tested by pcr, on (B)(6) 2020 (B)(6) architect sars-cov-2 igg = positive. There was no reported impact to patient management. The date of onset of symptoms is unknown.

Manufacturer narrative:
The customer obtained negative results for two patients when testing was performed using architect sars-cov-2 igg reagent lot 16311fn00. The patients are sisters who presented with symptoms at the end of (B)(6) 2020 and tested pcr positive on the (B)(6) 2020. Samples from the patients were drawn on the (B)(6) 2020, greater than 60 days post symptoms/pcr positivity with both samples returning negative results of < 0.14 s/co. Per the complaint text, the patients were not immunocompromised. Another sister who had no symptoms and was not tested for pcr returned a positive igg architect result. The complaint investigation for false negative results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return patient samples were requested, however the samples could not be shipped due to country restrictions. In-house sensitivity and specificity testing for reagent lot 16311fn00 was completed. Labeling was reviewed and found to adequately address the issue under review. Device history record review on lot 16311fn00 did not show any potential non-conformances, or deviations. In-house testing for reagent lot 16311fn00 for both clinical specificity and sensitivity was completed using a retained sample of the complaint lot. Two architect instruments were calibrated with the complaint lot and controls were ran. For specificity testing, twenty replicates of the negative control were tested on each analyzer and all validity and acceptance criteria were met indicating that the lot is performing acceptably. For sensitivity testing, twenty replicates of the positive control were tested on each analyzer and all validity and acceptance criteria were met indicating that the lot is performing acceptably. To assess the clinical performance of the assay, a study was performed using 122 serum and plasma specimens collected at different times from 31 subjects who tested positive for sars-cov-2 by a polymerase chain reaction (pcr) method and who also presented with covid-19 symptoms. The positive percent agreement (ppa) at >/= 14 days post-symptom onset is 100.00% (95% ci: 95.89, 100.00). Five specimens from 1 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at >/= 14 days post-symptom onset was 96.77% (95% ci: 90.86, 99.33). Based on the investigation, no systemic issue or deficiency of the architect sars-cov2-igg for lot 16311fn00 was identified.